Manufacturer narrative:
Product complaint #: (B)(4). H6 component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: 1. Were x-rays taken to locate the needle? Ans: no, needle was successfully taken out without the need to use x-ray. 2. Was any other tissue damaged as a result of searching the needle? Ans: no. 3. What measures were taken to retrieved the broken piece? Ans: surgeon took out using surgical forceps. 4. What is the source of information for the queries above. Ans: answered by physician. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Photo analysis: this is an analysis for a photo submitted for evaluation. During the visual analysis, the following was observed: the photos show an aluminum package with product code vcp246h. Two broken needles with visible instrument marks. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿: 275 g/m.

Event description:
It was reported that a patient underwent a vaginal hysterectomy procedure on (B)(6) 2023 and suture was used. During the procedure, after completing the suturing, needle broke into two. No adverse patient consequences were reported. Additional information was requested.